Event description:
The customer reported that a scope communication error occurred with the endoeye flex deflectable videoscope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of scope communication error was not confirmed. In addition, insufficient angle and video connector case crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to the defect of the ccd (charged coupled device) unit or failure of the internal board of the scope connector or the system caused the event. Olympus will continue to monitor field performance for this device.